Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported that the implantable neurostimulator (ins) and lead were revised on (B)(6) 2015 as the system wasn't helping the patient's symptoms. This was due to a sudden change in therapy or symptoms. The patient had shocking pain in their back and down their legs. The patient's lead migrated or dislodged. The patient had been lifting heavy merchandise and was excessively bending and twisting to do it. The patient recovered completely.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v332610, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that the system had to be removed due to shocking. They removed the implantable neurostimulator (ins) from the right butt cheek and implanted the new one up into the back and they removed the leads and placed the new leads in on the left side. There was no trauma or falls, but the patient was unloading a truck and lifting heavy pallets, and after that she started to feel the shocking. The doctor replaced the leads because they thought they might have been fractured and the ins only had about 6-12 months of battery left, so they replaced the entire system. It was noted that the change in symptom was considered gradual. At first it felt like something was unnormal and then it started shocking and the shocking gradually got worse and progressed. It even was shocking when she was sitting down in the car until it felt like someone was stabbing her. This occurred in (B)(6)-2015. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.